Event description:
Allegedly, the pt suffers recurrent dislocation of the interested limb.

Manufacturer narrative:
Investigation is not completed. Attempts are being made to have the product returned. The event device code is addressed in the package insert. This report will be updated when the investigation is completed. This event occurred in (B) (6).